Event description:
The pt contacted animas on (B)(6), 2010, alleging that she was hospitalized for high blood glucose and dka (diabetic ketoacidosis). Two days prior to contacting animas on (B)(6), 2010, the pt claimed that her blood glucose levels became high and were over 300 mg/dl. The pt denied that she had any ketones or symptoms. She also denied that her blood glucose did not respond to syringe injection. The pt also claimed that she had changed her site 4 times on (B)(6), 2010, but her blood glucose levels had remained around 300-350 mg/dl. The pt denied any new medications/illnesses. A review of the pump's history revealed that the tdd history was correct. Through troubleshooting, the patent tried to give a 5 unit and a 10 unit air bolus. The pt claimed that nothing dripped out. The pt stated that possibly there were air bubbles in the tubing/cartridge. The pt did not have add'l supplies for troubleshooting. At the time of the hospitalization and contact with the animas rep, the pt was reportedly on an insulin drip and her blood glucose level was at 302 mg/dl.

Manufacturer narrative:
The device is not being returned at this time to animas for eval.